Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump couple of buttons were hard to push, unresponsive when initially pushed, glass on screen was flaking off and customer states that they can peel off pieces with fingernail. The customer blood glucose level was unknown. Customer declined to troubleshooting. The device will not be returned for analysis.